Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver log was downloaded and reviewed. During the log review it was found that the alert was acknowledged and remained past threshold. A receiver functional test was performed, and it passed all the relevant testing. The wiggle test and manual "try it" testing was performed and passed. The receiver case was opened and passed resistance check. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.